Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/29/2018 additional information was requested and the following was obtained: event date: unknown procedure name: midline closure after medial laparatomy patient consequences/ae report if any? None was procedure completed successfully? And how? Yes, new suture was used and worked as expected. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Attempts are being made to obtain the following information. Lot#? Procedure name? What is the total quantity of sutures involved with quality issue? Did 10 needles pull off during use or do they have 10 sutures to return? If yes, was this noticed while suturing/ during use on single patient/ procedure or multiple patients/procedures? If same patient, quantity involved for needle pull-off / needle separated from suture for product code reported? Quantity involved suture breakage for product code reported? Was this noticed during use on multiple patient events/procedures? If yes, for each procedure provide the following: event description , product code and lot number, event date , procedure name , patient consequences/ae report if any? Quantity involved for needle pull-off ? Quantity involved for suture breakage ? Sample return, if any? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a needle pulled-off of a suture during tissue passage and another suture broke intra-operatively.